Manufacturer narrative:
(B)(4) date sent: 9/10/2024. D4: batch # 667c78. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with no reload present. The bulkhead contacts were noted to be damaged. The device was dry fire with a test battery pack and the device did not work. As additional testing, the device was tested with a test simulator for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. A series of events were found that may indicate intermittent power issues. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the bulkheads contacts is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch number 667c78, and no non-conformance's were identified.

Event description:
It was reported that during sleeve gastrectomy procedure; upon inserting the battery on the back table prior to the start of the procedure, the stapler began to articulate randomly to the left about 10 degree's while the tech attempted to insert a reload. Surgeon inserted the stapler into the trocar and when attempting to articulate the device, the response was very delayed. He had to press the home button multiple times before the device would respond and re-center the jaws. After surgeon's third or fourth firing, the home button would not respond when being pressed and the jaws stayed articulated to the left. He then removed the battery and reinserted it into the device. When he did this the device did not audibly reset as it normally does. Surgeon continued to press the home button and the jaws eventually re-centered. The device randomly articulated multiple times while the cst attempted to remove used reloads on the back table. We did not have additional staplers to open to replace the stapler, but the procedure was completed successfully. Battery was removed and reinserted. There was surgical delay of 5 minutes.

Manufacturer narrative:
(B)(4). Date sent: 9/26/2024. Additional information received: stapler was randomly having fits of articulation, 5-6 degrees of movement. Started on back table and then would not articulate towards the end. Removed the battery and out it back in, no audible reset. Waited 10 seconds and then the stapler was able to articulate again. Able to complete case without any issues.